Event description:
Engineering initiated an investigation based upon failures observed during product testing. The failures involve an electrical short from a device electro-magnetic interference shield to proximal "pcb" circuitry. A failure could result in loss of device operation.